Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Manufacturer narrative:
Failure analysis revealed that no button error alarm noted. The act button did not respond due to flatten button dome switch. No moisture damage on the electronics noted. Unable to verify the battery out limit alarm due to the unresponsive button. The insulin pump was received with minor scratched display window, cracked display window corners, cracked battery tube threads, broken belt clip slot, cracked reservoir tube lip and missing end cap sticker.

Event description:
It was reported that the customer's insulin pump failed and the device was exposed to water. The blood glucose reading was 300mg/dl. Troubleshooting was performed, and the alarm history revealed a button error alarm. Advised the caller to discontinue the use of the device and revert to back up plan. No further information was provided.